Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the small grasping retractor instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of 12/16/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (470318-10 / k10240516 0265) associated with this event was performed. Per logs, the instrument was last used on 11/18/2024 on system sl1042 during urology surgical procedure. The instrument had 6 uses remaining after last use.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The part was missing and was not returned with the instrument. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.